Manufacturer narrative:
The two gates ra 32mm 1 returned in loose are actually broken at the base of the neck portion (expected breakage area). No material defect was found during analysis of the rupture patterns. Unused product has been evaluated according to iso standard and meets expectations. Nothing unusual to report was found during DHR review (batch #1476046). Root causes are not identified. This kind of event is tracked and we monitor the trend.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is for the first device. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that three gates drills separated; no injury resulted. The broken parts have been retrieved.